Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital felt that the vad was not functioning properly, so they discontinued vad support. The first reported alarm was on (B)(6) 2014. The pump was determined to be stopped on (B)(6) 2014 and the system controller was disconnected. The hospital taped the driveline to the patient's abdomen. The patient was then airlifted to the hospital on (B)(6) 2014. The patient remained off vad support and taken to the operating room for explant. The vad was explanted and the patient is doing well.